Manufacturer narrative:
Device evaluation: one smiths medical medfusion 3500 pump was returned for analysis in used condition. Visual inspection showed the top case was cracked by the tubing guides and the bottom case was also cracked. Review of the event history log (ehl) showed an occurrence of a motor not running alarm. Functional testing involved a flow test and the reported issue was duplicated. The investigation determined that a worn worm coupling and worm gear due to normal use were the cause of the reported issue. It was noted that the pump was over eight (8) years old and the parts were over five (5) years old. The worm coupling and gear were replaced.

Event description:
Information was received indicating that a smiths medical medfusion 3500 pump exhibited a motor not running alarm. Per reporter no further information was available. No adverse effects were reported.